Event description:
Pt receiving hydromrphone pca. The residual volume was noted to be zero on cadd pump while the dose bag was at 30ml. Nurse discovered that the tubing was crimped and as a result, the pca was not dispensed on demand. Plans were for pca to be d/c'd that a.m. And this was done. Oral pain meds were administered. The cadd pump does not alarm when tubing is pinched off.